Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11 the reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; a product evaluation could not be performed. Undated radiographs were provided, therefore it is impossible to connect the reported event with the onset of symptoms. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10. Cable ready cerclage cable with crimp item# 2232-04-18 lot# 66094364. Cable ready cerclage cable with crimp item# 2232-04-18 lot# 66004570. Cable ready cerclage cable with crimp item# 2232-04-18 lot# 62703650. Cable ready cerclage cable with crimp item# 2232-04-18 lot# 66094364. Cable button for ncb polyaxial locking plate item# 47-2232-060-01 lot# 3149852. Cable button for ncb polyaxial locking plate item# 47-2232-060-01 lot# 3160701. Cable button for ncb polyaxial locking plate item# 47-2232-060-01 lot# 3164734. Cable button for ncb polyaxial locking plate item# 47-2232-060-01 lot# 3155728. G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that ncb curved plate was used for a peri prosthetic fracture, fracture healed but patient has had pain on that leg. Plate may have moved due to biological changes in the patient's anatomy. Plate was removed and synthetic cables used instead. Diligence is completed and no further information on the reported event has been provided.